Event description:
During the procedure, the customer pushed a button on the handgrip and the whole device fell apart with the sling staying behind around the polyp inside the pt. Additional efforts had to be made remove this part.

Manufacturer narrative:
A proper evaluation cannot be performed at this time due to the product not being returned. Based on the initial info received from the distributor, the product is expected to be available for evaluation. However, at this time we have not received the product to evaluate or any additional info concerning this incident. Documentation was reviewed noting no anomalies during manufacturing at the time it was produced; jan 2006. As additional info or the product becomes available, it will be forwarded.